Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they have severe molar pain, which was diagnosed as a cracked tooth, increased tooth sensitivity, experienced two tooth fractures, and showing signs of bone loss in the upper posterior molars.